Manufacturer narrative:
Follow up #1 10/04/2016 device evaluation: the pump has been returned to animas and evaluated on 09/10/2016 with the following findings: no unexplained loss of primes were observed in the pump¿s black box. The daily insulin delivery totals appeared to be inconsistent. There was no data in the black box from the time of the inconsistent totals due to continued use of the pump. The pump passed a delivery accuracy test and was found to be delivering within the required specifications. The rewind, load cartridge, and prime steps were performed successfully with no alarms. A force sensor calibration test confirmed that the force sensor was detecting the correct force. The pump was exercised for 24 hours with no loss of primes occurring. The alleged issue could not be duplicated.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that a patient experienced a hypoglycemic event on (B)(6) 2016. The reporter stated that the patient had a blood glucose of 38 mg/dl with symptoms of confusion. The reporter stated that the patient was already in the hospital during the hypoglycemic event where they were treated with glucagon as well as food and/or drink. The reporter stated that the patient had resumed using the pump following the alleged event. The reporter noted that the patient was in the hospital initially for pneumonia and blood pressure issues. The reporter alleged that the blood glucose excursion was a result of the patient priming 4 to 5 units of insulin from the pump while still attached. This complaint is being reported because the patient experienced a hypoglycemic event as a result of use error of the pump.